Event description:
The haptic was found broken after the lens was implanted. The doctor enlarged the incision to remove the lens. Sutures were required; however, there were no consequences to the pt.

Manufacturer narrative:
Results: the lens was received cut in half; however, the four haptics are intact.